Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an evacuated container was not filling properly. The customer stated they had problems with the fluid stopping when the container was half full. There was no patient injury or medical intervention associated with this event. No additional information is available.